Event description:
It was reported that the insulin pump alarmed an unexpected re-start, signal to low and an error. The blood glucose reading was unknown. It was also stated that the insulin pump was not used for an extended period of time. The history showed several alarms. Troubleshooting was completed. Nothing further reported.

Manufacturer narrative:
No unexpected alarms noted. The insulin pump passed functional testing however, the insulin pump was received with a47 alarm in the history file due to corrupted history file. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.